Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 126 mg/dl. Current pump was not in use at the time of the reported incident. Customer received the new pump and is wearing it. Customer was assisted with zeroing out the basal rates. Customer stated that there was an open circle on the pump. Customer stated that there were also low reservoir alerts on the pump since the piston will no longer move. Customer stated that she has had a low blood glucose level of 19 mg/dl and 20 mg/dl. Customer stated that she was riding a bike and her legs were not working. Customer ate all her glucose tablets and when she checked again her blood glucose level was up to 70 mg/dl. Customer stated that this happened with an older pump that she used to have. There are no current issues to report with the current pump. Customer will be returning the pump today. No further assistance needed.